Event description:
Oversensing was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was increasing threshold. The lead was noted to be part of the system longevity study.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Atient information is not generally available due to confidentiality concerns.